Event description:
It was reported that following a replacement procedure, all impedances were greater than 4,000 ohms. The patient was not feeling stimulation and the physician was deciding on how to proceed. It was noted there were some ¿difficulties¿ when removing the lead from the previous implantable neurostimulator. Information received about a week and half after the date of this report indicated that the patient was doing ¿very well.¿ they were receiving therapy and voiding ¿spontaneously.¿ it was unknown if there was any intervention done. The impedances were going to be checked again at the next follow up appointment. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, product type: lead. (B)(4).